Manufacturer narrative:
MFR site eval: samples received: no samples available. There are no previous complaints of this code batch. Three hundred and sixty units of this order batch were manufactured and distributed. Without any closed and/or defective sample we cannot carry out an analysis. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Suture and needle come apart.